Manufacturer narrative:
Device disposed of after use.

Event description:
This was a left-sided, cardiac lead extraction performed in the hybrid or to remove 1 rv lead (cpi-endotak ICD 0135) due to an acute infection. The patient was prepped with an arterial line, echo available, fluoroscopy in use, cvs notified and available, and blood products in room. The md opened and cleaned out the pocket, prepping the rv lead with a lld# 1 and lasing with the 14f sls ii. After progression slowed due to significant adhesions, the md upsized to the 16f sls ii and continued lasing. Approximately 1 hour into the procedure the patient's arterial blood pressure dropped. The cvs was called into the room and a sternotomy was performed within 3 minutes of the pressure decline. Upon opening the chest a tear of the innominant vein/svc was found, the patient was placed on bypass and within 70 minutes of the initial pressure decline the injury was successfully repaired.there were no devices retained for return engineering analysis, as they were disposed of after use. An internal lhr review revealed no issues or nonconformances with the lot.